Manufacturer narrative:
A3b): patient gender unk. D4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, serial number, expiration date, and manufacture date. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): perforation of vessels, great vessel perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath on the rv lead, the patient's blood pressure dropped, and an effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, sternotomy, and bypass. An inferior vena cava (ivc) perforation was discovered and repaired. The extraction continued with the same glidelight device and visisheath, and the rv and ra lead were both removed, but new bleeding was discovered at the svc/innominate junction. The perforation was repaired; however, four days later, the decision was made to withdraw care due to hypoxic anoxic brain injury. The patient did not survive. This report captures the 14f glidelight device in use when the perforations occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.